Event description:
It was reported that the lead was replaced due to high impedance (1800 ohms via the lead and 2700 to greater than 3000 ohms via the ICD). The lead was cut, and an attempt was made to put a new introducer over the lead. The same impedances were measured. When trying to connect the lead to the device, there was no resistance when pushing the lead into the connector. The device was also replaced. The new system showed the same impedances, but after pacing for one minute, the impedance went down to 2000 ohms. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies found. Full lead in segments was returned and analyzed.